Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2020-01314, 3005168196-2020-01315.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod coils, a ruby coil, and a lantern delivery microcatheter (lantern). During the procedure, the physician advanced a pod coil into the target location using the lantern; however, the pod6 coil would not take its intended shape or would migrate distally. Therefore, the pod6 coil was removed. The physician then advanced a pod5 coil into the target location using the lantern; however, the pod coil would not take its intended shape or would migrate distally. Therefore, the pod5 coil was removed. Then, the physician advanced a ruby coil into the target location using the lantern; however, the same issue occurred. Therefore, the ruby coil was removed. The procedure was completed using a pod6 coil and the same lantern. There was no report of an adverse effect to the patient.